Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardioversion procedure the right atrial (ra) lead and the right ventricular (rv) lead triggered alerts for out of range (oor) low impedance with polarity switch triggered. In addition, six days post the procedure, the patient felt jolts on left side and woke up during the past few nights. It was noted that overnight when the device was doing its automatic threshold testing at a higher output left pectoral capture was felt by the patient. This continued nightly until they presented to the emergency department. Both leads were programmed back to bipolar pacing and sensing and the issue was resolved. The ra, rv and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.